Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the patient returned with inflammation on tibial side tunnel which required débridement by the surgeon. Debridement done due to inflammation on tibia tunnel side (post double bundle acl done in (B)(6) 2012 utilizing biosure ha 7mm x 25mm screw). Acl is intact, no issue seen on femoral tunnel sites. Patient has meniscal repair done using fast-fix 360.

Manufacturer narrative:
Device investigation narrative - examination is not possible, as the devices will not be returned. Based on the nature of the complaint, a review of the sterility records was conducted. The product was sterilized per specifications. All process parameters were confirmed to be within specification. The information provided is insufficient to determine whether the patient¿s symptoms, signs or outcome are due to a pre-existing or concurrent medical or surgical condition or procedure, lack of healing, or to an adverse reaction to or experience with the device, one or more of its components, or its intended therapeutic action. A thorough medical assessment cannot be rendered at this time. Further investigation is not warranted at this time. (B)(4).